Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and force sensor test. Unable to verify drive/motor anomaly and perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. The motor was tested outside of the device and passed. No motor error alarm during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. No additional information was provided. The insulin pump will be retuned for product analysis.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and force sensor test. Unable to verify drive/motor anomaly and perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. The motor was tested outside of the device and passed. No motor error alarm during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover and minor scratched lcd window.